Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the dent on the outer tube, which resulted in sharp edges due to cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the rigid optical laparoscope had a dent on the outer tube, resulting in sharp edges. There was no patient harm.